Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was no longer functional, it was unable to inflate or deflate the device. The ipp was explanted and replaced. There were no patient complications reported.